Manufacturer narrative:
The failure modes could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a right rotator cuff repair procedure, the patient had a fractured greater tuberosity and a torn rotator cuff resulting in retained bone on the under-surface of the supraspinatus tendon. While passing repair sutures with the fastpass, the needle deflected off the bone, breaking-off the tip of the needle. The surgeon had the site x-rayed discerning that the broken tip was retained in the repair and made the decision to close the wound with the broken tip secured between the fractured sections of the reduced tuberosity.